Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardio cath lab, the intra-aortic balloon (iab) was prepped by attaching the blue one way valve, vacuumed the catheter twice and then removing from the tray. The md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery and when inserting the iab through the sheath, the iab became stuck. The md attempted to advance the catheter several times. The md removed the iab and the sheath as one unit. Another iab was opened, prepped and inserted without incident. The staff stated that they used the same insertion site and there was no excessive bleeding during insertion.